Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: unknown, model: sc-2317-50, serial: unknown, batch: unknown, artg: (B)(4).

Event description:
A report was received that stimulation was not providing the patient the correct pain coverage. It was assessed that the implanted leads had migrated slightly. Patient underwent a revision procedure to replace the leads. Patient is doing well post-revision procedure and all pain areas were adequately covered.

Event description:
A report was received that stimulation was not providing the patient the correct pain coverage. It was assessed that the implanted leads had migrated slightly. Patient underwent a revision procedure to replace the leads. Patient is doing well post-revision procedure and all pain areas were adequately covered.

Manufacturer narrative:
Update to h10: additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(6); batch: 20873236. The returned infinion lead model sc-2317-50 serial number (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics. The returned infinion lead model sc-2317-50 serial number (B)(6) was analyzed, visual and x-ray inspection revealed multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik x anchor site fracture location. The lead gets kinked after it exits the clik anchor resulting in the reported complaint. With all the available information, boston scientific concludes the complaint of migration and inadequate stimulation was confirmed through product analysis. The probable cause was traced to component failure.